Event description:
It was reported that a patient came in for removal of broken hardware (date of original implant: estimated (B)(6) 2013). The bone did not heal fast enough, reported as "non-union." On (B)(6) 2014, the patient underwent explant, a bone graft, and placement of new hardware. The removal of the broken hardware was difficult and required additional intervention which extended the operative time to equal or greater than 30 minutes. The broken screws were some 2.7 va locking screws, 3.5 va locking screws, and a 3.5 low profile cortex screw. Information on the screw sizes is unknown, as they are broken and some of them are just the heads of the screws. The procedure was completed successfully and the patient's outcome is unknown. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.